Event description:
On (B)(6) 2021, neotract was made aware of a patient who underwent a successful prostatic urethral lift (pul) procedure. During the procedure, it was noted that one implant did not successfully deploy and physician reported that it appeared a portion of the needle had disconnected from the device. The physician attempted to remove the detached needle, but due to poor visibility could not confirm the needle was removed from the patient. The physician assessed the bladder under fluoroscopy and found no radiographic evidence of the detached needle. On (B)(6) 2021, during investigation of the returned device, it was noted that approximately 20mm of the needle tip was missing and unaccounted for. The physician stated he would reexamine the patient using cystoscopy. It was reported that the patient was doing fine.